Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing facility for investigation. The returned lens sample was inspected at 10x microscope magnification. The visual inspection revealed that the lens was cut in halves and had surface residuals adhered to the optic body compatible with handling the lens out of sterile environment, such as during the explant process. One (1) of the lens haptics (loop) was broken. The lens condition was consistent with a lens that had been handled for surgical use and explanted. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the patient¿s right eye, the haptic broke. The lens was removed and replaced in the same procedure. In addition, while removal of the iol, a small piece of plaque was noted requiring a vitrectomy to be performed. The incision was not enlarged, and there were no patient complications reported. Patient date of birth and gender have not been provided. No further information was provided.